Event description:
A low readings issue was reported with the abbott diabetes care (adc) device. The customer received unspecified low scan results obtained on the adc device compared to unspecified glucose readings obtained on an adc meter. It is unknown whether a trend arrow was noted on the device. The customer was asymptomatic, did not self-treat, but later self-presented to a hospital to perform blood glucose tests because the customer did not have a glucose monitoring device at home. While at the hospital, a sensor scan of "lo" (readings less than 40 mg/dl) message and a blood glucose result of 500 mg/dl were obtained, but not within 10 minutes. The customer was provided with an unspecified "multiple" medical treatment and an unspecified intravenous treatment for the diagnosis of hyperglycemia. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
The product has been requested back for investigation and the customer agreed to return the device. A follow-up report will be submitted upon completion of investigation activities or if additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.